Event description:
A customer contacted global technical services(gts) regarding assistance with the homechoice machine(hc) stopping draining. The drain was not completed, but the device cycled to the first fill. The technical service representative (tsr) assisted the home patient(hp) to start a manual drain. The tsr advised the hp to speak to their nurse about the initial drain alarm. Follow up with the nurse revealed that they were able to adjust the home patient's initial drain alarm and they are currently performing therapy without any complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore a sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report was not confirmed since the device was not returned to the product analysis laboratory for evaluation. Based on the information gathered during baxter's investigation, the cause of the issue was due to use error; the initial drain alarm was set too low. A service history review revealed no issues related to the reported condition. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.